Manufacturer narrative:
The alleged broken needle is not expected to be returned for evaluation. This complaint of "tip broke off in patient during rotator cuff surgery" is unable to be verified and a root cause cannot be determined. No similar complaints have been reported against this lot. A two-year review of complaint history revealed 11 similar complaints have been received for this device family. (B)(4). The needle shaft and blade are made of (B)(4) super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the instructions for use provide the following warning and precautions. - avoid lateral stressed to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery, the suture passer must be used under direct visualization. - if the tissue is excessively thick or rolled and the suture passer jaws do not close far enough, there is a chance of suture passer needles missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one procedure. Reuse could cause fatigue and/or breakage of the needle, which may cause possible patient injury. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported during a rotator cuff repair surgery, the spectrum autopass suture needle tip broke off. The surgeon passed 3-4 sutures and on his final pass the tip broke in the tissue. The surgeon attempted to locate the detached tip in the soft tissue using a c-arm for several minutes, however, the search was unsuccessful. The surgeon chose to abandon the search due to the potential patient harm from exploring tissue being greater than leaving the component in. This malfunction caused a 15-minute surgical delay, however, to date, the surgeon has not reported any issues with the patient's recovery. This report is raised on the basis of potential patient harm due to a non-implantable device component remaining in patient.